Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced multiple episodes of ventricular tachycardia (vt) that required anti-tachycardia pacing (atp) and shock therapy and was seen in the hospital emergency department. Review of the stored episodes noted atp delivery in two episodes accelerated the rhythm to ventricular fibrillation (vf). Shock therapy was successfully delivered and terminated the rhythm. No additional adverse patient effects were reported. This device remains in service.